Event description:
It was reported that 2 pen ii organon puregon pen second gen. Experienced leakage during use. The following information was provided by the initial reporter: leaking during use, patient reports that she put the cartridge into the pen and closed it as described. After adjusting the required dose the pen started to leak at the dispensing point (at the needle tip) at approx. 1 drop per second. The patient administered the dose nevertheless, after administering the dose the leaking continued until she removed the needle. Then the leaking stopped.

Manufacturer narrative:
Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 pen ii organon puregon pen second gen. Experienced leakage during use. The following information was provided by the initial reporter: leaking during use, patient reports that she put the cartridge into the pen and closed it as described. After adjusting the required dose the pen started to leak at the dispensing point (at the needle tip) at approx. 1 drop per second. The patient administered the dose nevertheless, after administering the dose the leaking continued until she removed the needle. Then the leaking stopped.